Event description:
It was reported that the insulin pump was exposed to fluid with no moisture visible in the device. The blood glucose reading was 105 mg/dl. The customer stated that she had had a high blood glucose reading of 302 mg/dl earlier that day, which she treated with an insulin pen. She declined troubleshooting for high blood glucose because she stated that she had accidentally pulled the plunger out of the reservoir and the bottom of the reservoir came out. She had attempted to insert the reservoir thereafter and insulin leaked out into the insulin pump. She noted that no insulin was visible in the reservoir compartment but that there had been the day prior when the event occurred. The insulin pump passed the self test. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.